Event description:
Pt was undergoing a revision of a total hip arthroplasty stem. During removal of the cement, the 300mm serrated rongeurs that the physician was using broke and the jaw was lost in the femoral canal. Several attempts to retrieve it were unsuccessful. With all cement carefully removed the canal was irrigated with copious amounts of normal saline. Bone cement and implant were placed.